Event description:
Caller reported that the power cord on the cholestech ldx meter was frayed with a small section of wire showing. Customer also reported that the power cord was non-functional and that the same meter was successfully powered by another cord. A replacement power cord was sent to the customer. Frayed power cord was discarded and therefore, will not be returned for investigation.

Manufacturer narrative:
Investigation pending.